Event description:
It was reported that a patient presented to clinic for follow up for lead replacement procedure. The patient's left ventricular lead was dislodged and exhibited loss of capture. The lead was explanted and the procedure was completed with a different lead. The patient was stable throughout.